Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("essure removal performed by hysterectomy") in a (B)(6)-old female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, device rejection and drug intolerance nos. In 2012, the patient started essure. On (B)(6) 2017, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced gastrointestinal disorder ("intestinal problems"), myalgia ("muscle pain"), anxiety ("anxiety attacks") and white blood cell count increased ("elevated white blood cell counts"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2017). Essure was withdrawn. At the time of the report, the hysterectomy outcome was unknown and the gastrointestinal disorder, myalgia, anxiety and white blood cell count increased had resolved. The reporter considered hysterectomy, gastrointestinal disorder, myalgia, anxiety and white blood cell count increased to be related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-old female consumer who had a hysterectomy almost 5 years after essure (fallopian tube occlusion insert) insertion. This event is anticipated in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer was submitted to the reported hysterectomy to remove essure. Considering a surgical intervention was required in relation to the device, this case was regarded as incident. Non-serious events were also reported. A product technical analysis is being sought. No active follow-up will be pursued, since this case was received via laypress.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("essure removal performed by hysterectomy") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, device rejection and drug intolerance nos. In 2012, the patient started essure. On (B)(6) 2017, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced gastrointestinal disorder ("intestinal problems"), myalgia ("muscle pain"), anxiety ("anxiety attacks") and white blood cell count increased ("elevated white blood cell counts"). The patient was treated with surgery (hysterectomy to remove essure on (b)() 2017). Essure was withdrawn. At the time of the report, the hysterectomy outcome was unknown and the gastrointestinal disorder, myalgia, anxiety and white blood cell count increased had resolved. The reporter considered hysterectomy, gastrointestinal disorder, myalgia, anxiety and white blood cell count increased to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: hysterectomy the analysis in the global safety database revealed 106 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had a hysterectomy almost 5 years after essure (fallopian tube occlusion insert) insertion. This event is anticipated in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer was submitted to the reported hysterectomy to remove essure. Considering a surgical intervention was required in relation to the device, this case was regarded as incident. Non-serious events were also reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up will be pursued, since this case was received via laypress.